Event description:
It was reported that during a da vinci-assisted sadi-s (single anastomosis duodeno-ileal bypass with sleeve gastrectomy) surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that an activation error c-34 occurred on integrated electrosurgical unit (iesu) or erbe. The tse confirmed the error in the logs. The tse advised the customer to change the coag settings from swift to classic. The tse informed the customer that the effect would be limited. The surgeon would try when possible. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis, and the reported error was confirmed using system logs which recorded recurring error c-34. During testing, the erbe unit displayed error code c-34 on start and erbe log showed c-00. The erbe will be sent to the original equipment manufacturer (OEM) for further analysis the complaint was confirmed based on failure analysis. A definitive root cause could not be identified. However, the root cause is likely due to an electrical component failure within the erbe.